Manufacturer narrative:
Evaluation of the returned 5f select confirmed that the catheter was fractured. This damage typically occurs if the device is manipulated or torqued against resistance during advancement. The distal fractured segment was not returned for evaluation. Further evaluation revealed bends throughout the length of the device. Based on the returned condition, this damage was incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure using a neuron select catheter 5f (5f select), a non-penumbra sheath, and a guidewire. During the procedure, while advancing the 5f select to the brain, the physician observed under digital subtraction angiography (dsa) that the distal end of the 5f select fractured in the subclavian artery. Therefore, the physician used a snare to remove the 5f select. The procedure was ended at this point.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.